Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged material separation could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure of calcified lesion below the knee, the tip allegedly separated from the catheter just after starting activation. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified in section has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified.

Event description:
It was reported that during a recanalization procedure of calcified lesion below the knee, the tip allegedly separated from the catheter just after starting activation. It was further reported that another device was used to complete the procedure. There was no reported patient injury.